Event description:
The patient underwent a reversed total shoulder arthroplasty (tornier system; size 42 glenoid sphere, size 15 humerus with 42 mm spacer, 42 mm adapter for proximal metaphysic, and 6 mm humeral insert). The patient did well initially. Follow-up x-rays show the prosthesis to be intact. The patient complained of ulnar nerve symptoms. X-rays were taken and electromyogram (emg) was performed. A diagnosis of shoulder dislocation was made. A closed reduction was performed; however the shoulder dislocated again. The patient was taken to the o.r. For revision of the right humeral component with insertion of metal and plastic spacers (tornier; 9 mm metal spacer, 13 mm polyethylene insert). The glenoid sphere and base were intact at that time. The patient was discharged, but returned for an incision and debridement (I&d) of the shoulder due to a possible infection. The course was complicated by acute renal failure (arf), gout, and atrial fibrillation (afib). The patient was discharged. Clinic follow-up revealed a dislocation of the humerus due to a shearing off of the glenoid sphere from the glenoid baseplate. Due to concurrent medical issues surgery was delayed when the patient underwent a repair of the glenoid sphere. The patient had an ongoing infection of the implant following the second surgery leading to sepsis and death. The technique used to engage the sphere onto the baseplate was to partially engage the glenoid sphere onto the baseplate, partially insert the central fixation screw, and then impact the sphere on the baseplate to engage the morse taper. It has been postulated by the manufacturer that the screw fixation may have prevented the morse taper from fully engaging. There are currently no markers or guidelines on the product to indicate complete engagement of the morse taper. We are not certain if this is addressed in the training manuals or course offerings provided by the manufacturer. The parts of the prosthesis replaced are stored in our pathology department; however the base plate was not removed and was in the patient at the time of cremation.